Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient noticed that her cgm was low and the display device alerted, but she didn't use the bg meter to confirm the inaccuracy. The patient experienced sweating and weakness at the time of the event. The patient reportedly took a glucagon shot and managed to drive herself to the hospital. An unspecified time after self treatment of the low egv, the patient arrived at the hospital and the bg was 400 mg/dl. The egv at that moment was not specified nor clarified. The patient reportedly lost consciousness in the ER. She was treated further with additional glucagon for an unspecified reason and an insulin drip. The patient stayed in the hospital for 4 days. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.